Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood visible. There was contrast in the inflation lumen and in the balloon. The balloon was returned loosely folded. There was a longitudinal rupture in the balloon. The rupture was located over the proximal balloon marker and extended distally to the distal balloon taper. There were no scratches visible. The balloon rupture does not appear to be along the balloon fold. There was a bend in the hypotube 20 cm distal to the strain relief tubing. The inflation device used during the procedure was not returned. Scanning electron microscopy analysis determined that the rupture may possibly be related to exposure conditions or a material/processing discrepancy. The failure initiated along the inner surface of the balloon. Partial tearing was observed at and near the rupture edge on the inner surface, which is consistent with high pressure and multiple inflations. Balloon ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. The patient anatomy was not described in the case information which may have aided in the evaluation. In this case, interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 12 atmospheres, which is below the rated burst pressure (rbp). The analysis also noted a bend in the hypotube. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. In this case, a conclusive cause for the reported balloon rupture could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during use of the voyager balloon catheter, the balloon burst (ruptured) at 12 atmospheres. Reportedly, there were no adverse patient effects. No additional event or patient information is available.